Event description:
It was reported that the patient with this right ventricular (rv) lead had episode of decreased heart rate after implant. Chest x-ray showed rv lead had moved. A lead was repositioned successfully. This time, lead remain in service. No additional adverse patient effects were reported.